Event description:
It was reported that a positive end expiratory pressure(peep) is not functioning properly, and it needs preventative maintenance. No patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Relief pressure and peep knob end caps are missing. Test results observed that manometer is not zeroed. As the peep control is turned up, the delivered pressure keeps increasing without coming back down- to the point of causing an overpressure condition. The reported issue was confirmed. Peep needle valve out of calibration. Service was completed and peep needle valve was recalibrated. Operator of device, report source are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).